Event description:
It was reported that decreased capture threshold, decreased r-wave amplitude, and decreased pacing impedance were noted on the right ventricle (rv) leadless pacemaker (lp). Diagnostic imaging was performed and microdislodgment of the rv lp was observed. During initial implanted, tug/deflection testing was completed at fixation and found successful. A revision procedure was performed and the rv lp was explanted and replaced to resolve the event. The patient was in stable condition.